Event description:
It was reported to arthrocare on (B)(6) 2011 that a pt underwent an arthroscopic refixation auto cuff procedure, using three opus speedscrew 5.5 implants. Allegedly, on all three of the implants, the wire did not properly convey and broke. The surgeon reverted to a mini-open procedure to complete the repair, resulting in a surgical delay of approx 90 minutes. The surgery was completed without further incident and without pt injury. It was reported that antibiotics were administered as part of the pt's treatment due to reverting to a mini-open procedure and due to the delay, which was not part of the original planned treatment.

Manufacturer narrative:
The date of the event was requested, but to date, has not been provided, therefore, an approximate year was used. The device was returned for investigation. The investigation is in progress. A f/u report will be provided once the device investigation and lot history review are completed. The two add'l devices used in the same procedure were filed under MDR 2032380-2011-00050 and 2032380-2011-00052. (B)(4).